Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Subsequently, the pacemaker along with this ra lead and rv lead were also explanted. There was no additional adverse patient effects were reported. This lead was explanted.